Event description:
It was reported that this device was exhibiting premature battery depletion. The parameters are excellent, with normal thresholds, impedance, and stimulation measurements observed. A boston scientific technical services consultant reviewed device data, and confirmed that the device is exhibiting unexpected behavior. The power consumption suddenly increased, and the device was using consumption of over 1000uw, which should only be about 50uw. Additionally, the device declared elective replacement indicator (eri). Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has returned for analysis, and the investigation is currently in progress. A supplement report will be submitted when the investigation is complete.

Event description:
It was reported that this device was exhibiting premature battery depletion. The parameters are excellent, with normal thresholds, impedance, and stimulation measurements observed. A boston scientific technical services consultant reviewed device data, and confirmed that the device is exhibiting unexpected behavior. The power consumption suddenly increased, and the device was using consumption of over 1000uw, which should only be about 50uw, and the device declared elective replacement indicator (eri). Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis, and the investigation is currently in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this device was performed. Analysis of the device memory data in the diagnostics report, confirmed that the power consumption of this device increased on approximately (B)(6) 2021, and then decreased to more normal levels on approximately (B)(6) 2021. This increased power consumption resulted in the device declaring elective replacement indicator (eri). Analysis of the device memory confirmed the clinical observation of the higher than normal current drain condition, leading to premature depletion; however, the failure mode was not repeatable during testing and detailed analysis.

Event description:
It was reported that this device was exhibiting premature battery depletion. The parameters are excellent, with normal thresholds, impedance, and stimulation measurements observed. A boston scientific technical services consultant reviewed device data, and confirmed that the device is exhibiting unexpected behavior. The power consumption suddenly increased, and the device was using consumption of over 1000uw, which should only be about 50uw, and the device declared elective replacement indicator (eri). Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.